Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that safety checks out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating. As per follow up information received on 03oct2023. The device returned to a bd-approved facility for evaluation. The issue has been resolved. Cleaning, inspection, performed ctu calibration, all tests.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that safety checks out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating.

Event description:
It was reported that safety checks out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating. As per follow up information received on 03oct2023. The device returned to a bd-approved facility for evaluation. The issue has been resolved. Cleaning, inspection, performed ctu calibration, all tests.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.